Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring became deformed. The device was withdrawn for inspection and the c-ring broke. Nothing broke inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood were observed on the c-ring and cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring became deformed. The device was withdrawn for inspection and the c-ring broke. Nothing broke inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.